Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from result of prosthesis wear, osteolysis, and loosening that occurred over approximately 3 years and 10 months of use. The prothesis wear and osteolysis may have been due to a combination of risk factors specified in the hhe: combination of the largest available femora head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified, in addition to possible loosening of the acetabular cup. However, this cannot be confirmed from the information provided, the revised components were not returned to exactech for evaluation, and no images or radiographs were provided. It should also be noted that competitor parts were implanted on the femoral side. This is considered off-label use. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that a patient, underwent a left total hip arthroplasty on (B)(6) 2020. The surgery was performed using defendants¿ novation crown. Specifically, as mentioned above, the issue in this matter is with the premature wear of the polyethylene, cross linked exactech novation gxl liners (hereinafter ¿the product¿), which led to the plaintiff's premature, debilitating osteolysis. The product was used for its intended purpose because plaintiff suffered from osteoarthritis of both hip joints. After the plaintiff received a revised right total hip arthroplasty, with the product, plaintiff suffered premature osteolysis and experienced severe pain and discomfort in her right hip. Due to the failure of the product, plaintiff suffered injuries so painful that a right total arthroplasty revision was recommended by her medical professionals. Due to premature wear and/or loosening of the product, plaintiff underwent a total right hip arthroplasty revision on (B)(6) 2022. Plaintiff continues to experience severe pain and discomfort in both hips. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, hip, semi-constrained, metal/polymer, cemented. Additional information, including the product investigation, will be submitted within 30 days of receipt.